Manufacturer narrative:
(B)(4).

Event description:
A home dialysis patient in (B)(6) was found deceased. The patient was connected to the dialysis machine which was still turned on and involved polyflux 21 l dialyzer. The patient allegedly performed his dialysis treatment at home without any supervision. The patient was allegedly found in supine position in a 45º degree angle in his chair with the extracorporeal circuit full with blood.